Event description:
The facility's reporter stated "the thumb screw on the dermatome where you adjust the thickness is bent and misaligning, causing the graft to not be taken at the thickness that's been dialed in." The facility confirmed additional information on (B)(6) 2012. The reporter stated "that the initial graft was being done on the abdomen but another graft had to be taken on the thigh with a different unit as a result."

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.